Event description:
The initial attorney report alleged unspecified injuries due to a defective hernia repair device. The following is based on the medical records provided by the pt's attorney: on ni/ni/1999, pt underwent primary repair of umbilical hernia. On (B)(6) 2001, pt underwent repair of recurrent umbilical hernia with a kugel patch. On (B)(6) 2003, pt underwent repair of recurrent umbilical hernia with a kugel patch. The previously placed kugel patch was noted to be well incorporated to the underlying preperitoneum, and there was no evidence of infection. The previously placed kugel patch was left implanted.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received add'l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the add'l info received. There is no indication in the limited medical records provided that a device failure occurred. The info provided indicated that the pt was treated for recurrence, which is a known possible adverse reaction listed in the IFU. Additionally, it is indicated that the mesh remains implanted. If add'l event and/or eval info is obtained, a f/u MDR will be submitted. The medical records refer to a kugel patch implant on (B)(6) 2003, however, there was no indication that there were any issues related to this device.